Event description:
It was reported that there were no temperature values. Additional information was requested and on (B)(4) 2014 and (B)(4) 2014, the following information was provided; the surgeon could not read the temperature. The probe was implanted on (B)(6) 2014 and explanted on (B)(6) 2014. The temperature was then measured manually. The pt did not incur an injury as a result of the issue. The pt's underlying medical condition was traumatic brain injury. The pt's mental status was reported as coma. The pt was not moved during use of the product.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.